Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge or boot. The receiver was opened for an internal inspection, the moisture detection sticker was activated. The reported event of an error icon display could not be determiend. The root cause could not be determined.